Manufacturer narrative:
Result: tissue impinged between blades. Conclusion: other- process control. Product evaluation: visual inspection of the returned reciprocating morcellators indicated that there was no damage to the device adapter bodies or the sluff chambers. Upon manipulating the devices, it was noted that the sluff chambers would turn. Device 1: inspection of the device confirmed that there was tissue impinged between the inner and outer blade assemblies, restricting free rotation of the inner blade within the outer. Device 2: the device was disassembled to inspect the helix and the inner blade. Upon opening the adapter body of the device and removing the helix, it was noted that the inner blade was sheared off approximately 1.75" from the distal end of the helix. Communication was issued to the field regarding this issue to increase awareness during surgeon training. In addition, review of device instructions for use (IFU) 1061210 indicated the following precaution: "excessive leverage on the morcellator does not improve cutting performance and, in extreme cases, may result in wear and degradation of the inner assembly."

Event description:
Window lock function did not work. Case was completed with another blade.